Event description:
The lay user/patient contacted lifescan alleging that the product gave an unknown error message and audio tone. The customer care advocate (cca) could not determine the specific alleged error message. The cca walked the patient through a control solution test and verified the meter and test strips were functioning. There were no allegations of harm or injury.